Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 6 of 8 while the patient was connected. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. Nothing unusual was noted about the supplies. The supplies had not been damaged by an outlet port clamp or an assist device. There were no open clamps on unused bags. One of the supply bags fell and became disconnected. The technical service representative (tsr) explained the alarm and helped the home patient (hp) to clear it by turning the hc off and on. The hc then alarmed system error 2367, and the hp cycled the power again. The hc went back to "press go to start", and the hp would finish with a manual bag. Proper procedures were reviewed with the hp, and there were no samples available. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.